Event description:
Patient went to the ER after experiencing shortness of breath, abdominal pain and nausea. X-ray revealed that the lead had dislodged and perforated. The physician felt the lead had first dislodged, floated to the lateral free wall, and then perforated. Blood was removed from the pericardial sac and vital signs immediately improved. The entire system was removed, and the patient recovered without any further complications.

Manufacturer narrative:
Na